Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. While positioning the lp, the helix stretched. The physician removed and replaced the lp during procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted blood and the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly.